Manufacturer narrative:
Patient information was not provided. Customer reported they did not know if the tape loosened or slipped. They stated the tape was not sticking and it unrolls. 3m account representative followed up with account and obtained the following information: customer stated the initial adhesion was good, but over time the tape no longer sticks to itself or the endotracheal tube. It was reportedly unknown where the tape was supplied from. It was reportedly not supplied by either the 3m account representative or 3m- authorized distributor. Sample and lot number were not available for this reported event. 3m account representative discussed proper taping techniques and ways to ensure proper adhesion. New rolls of tape were supplied to this customer.

Event description:
Customer reported 3730-0 multipore dry tape, unk lot number, was used to secure infants endotracheal tubes to a neobar. The tape reportedly did not stick well and unrolled. Three infants reportedly experienced unplanned extubations and required reintubation. Customer reported there were no known injuries associated with these reports. No individual patient information was available.